Manufacturer narrative:
(B)(4).

Event description:
The customer analyzed approximately 150 samples for an unknown number of assays on the cobas 6000 c (501) module without issue, and then suddenly had multiple flagged results. The data flags were mostly on ise (ion-selective electrode) and calcium results. The technical support representative (tsr) suggested that the customer check the sample probe for fibrin or gel; the customer stated that she did not see any issue. The customer checked the ise area and did not note any problems. The tsr suggested that the customer perform a sample probe wash and repeat quality controls (qc). The customer cleaned the sample probe and repeated qc, but the controls were not within range. The customer initially checked the reaction cells and stated that the cells were not overflowing, the lamp was on, and the fluid levels were fine. Upon discussing with the field service representative by phone, the customer then discovered the reaction cells were in fact overflowing and found a blockage in the rinse nozzle, which she was able to clear. The customer performed qc which was acceptable and repeated the patient samples in question. The repeat results obtained were discrepant from the initial results. Only data for two of the patient samples was provided. Of this data, only one result was discrepant and reported outside the laboratory. A corrected report was issued with the repeat result. The initial result for tpuc3 total protein urine/csf gen.3 (tpuc3) in a urine sample was 148 mg/dl with a data flag. The repeat result was 9.4 mg/dl. No adverse event occurred. The tpuc3 reagent lot number is 18925101 with an expiration date of 12/31/2017. The root cause of the discrepant results was the blockage in the rinse nozzle. A specific root cause for the blockage could not be identified. Additional information for further investigation was requested but was not provided. Potential causes for the blockage could be precipitates from the different reagent mixtures, or cleaning material remaining after daily operator maintenance that may accidentally block the nozzle. The customer's actions resolved the issue in this event.